Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the hospital after receiving several shocks. Upon interrogation, an alert for possible output circuit damage and aborted therapies were noted on the egms. The device was explanted.